Event description:
A malfunction was reported when a specific error code, malf 19, was indicated on a pump. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump. The customer was advised to use a backup insulin pump and multiple daily injections as a contingency during this process. Instructions were provided on how to put the current pump into storage mode and return it to tandem using a pre-paid ups label. The customer was also informed about programming their settings into the new pump and connecting their continuous glucose monitor to it.